Event description:
The account alleged that the bed locked out and the bed exit did not alarm when the pt exited the bed. No injury reported.

Manufacturer narrative:
The account reset the bed to resolve the issue.